Event description:
It was reported that the physician was unable to insert the superior vena cava (svc) tachy lead pin into the associated implantable cardioverter defibrillator (ICD) svc connector channel during the implant procedure. The physician was able to insert the svc lead pin into the right ventricular (rv) connector channel without issue so the device was removed and a new device was selected for implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.